Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an image problem involving an intermittent picture. The screen would go black and then the image would return. The issue occurred during reprocessing involving an olympus colonovideoscope. There were no reports of patient injury.